Event description:
During an atrial fibrillation procedure, when priming it was noted that saline leaked out of the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device. There was no confirmation that air aspirated or air contamination into the patient. No additional puncture was performed when the sheath was replaced.

Manufacturer narrative:
Additional information: b5, d4, g1, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fluid leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, when priming it was noted that there was a side leak. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported device. There was no confirmation that air aspirated or air contamination into the patient. No additional puncture was performed when the sheath was replaced.